Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection was performed. During the visual inspection it was identified that the door was broken. The cause of the damage could not be determined. The pump head door was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.